Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage.(B)(4).

Event description:
It was reported to resmed that an astral device settings changed after a safety restart. The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. Performance testing was able to reproduce the device settings change and the power fault, therefore, the complaint was confirmed. The investigation determined that reported complaint was due to a software issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that an astral device settings changed after a safety restart. The device was not in use when the fault occurred therefore there was no patient involvement.